Manufacturer narrative:
Visual examination of the returned device found the basket wires retracted and the tip was intact. The side car-rx was torn at the distal end and presented pushback out of specification. Functional evaluation was performed and found the basket wires to be easily extended and retracted. All wires were intact and unbroken. The evaluation concluded that the condition of the returned device was not consistent with the complaint incident that the basket wire broke. Therefore, the most probable root cause is "not confirmed". The side car-rx torn and pushback most likely occurred as the user placed the device over a guidewire and/or inserted the device into the scope. Per event information, the issue was noticed during preparation and outside the patient. Therefore, the most probable root cause is "handling". The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, upon opening the package, the physician found the basket wire of the trapezoid broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). Reported event of basket wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, upon opening the package, the physician found the basket wire of the trapezoid broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."